Event description:
Customer called to report an urgent care visit due to high blood glucose. The current blood glucose reading is 367 mg/dl. Treated with insulin pump. Customer experienced nausea, frequent urination and a trace of ketones. The blood glucose reading during the urgent care visit was 363. Customer cannot explain why blood glucose reading are high. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.